Event description:
Pt. Has had progressive pain especially over the left buttock and trochanteric area. X-ray shows signigicant bone ove growth of a kuntcher rod which is broken through the eye of the rod with approx. 3-4 cm overgrown around the tip if the broken rod. Their femur appear were healed. Pt has a similar rod in right femur which may show some line of fx proximally but apparently not completely broken.